Event description:
The customer reported a haze coming from their unit. The customer stated that there were no reports of physicial symptoms related to the oil mist. The asp field svc engineer went to the facility to repair the unit.